Event description:
Procedure: low anterior resection. According to the reporter: there was a post op leak discovered following the stapling procedure. This was noticed in the recovery room, it was managed with drain. It resulted in prolonged hospital stay. There was no tissue loss, tissue damage or blood loss. Pt is recovered. No information related to pt available. The device is not being returned, it was discarded by the customer.

Manufacturer narrative:
(B)(4).